Event description:
Initial potassium of 3.1 mmol/l. Same sample repeated recovered 4.3 mmol/l. Initial result was not reported. The field svc rep found contamination in the sys. The instrument was repaired. The user reports no further occurrences.